Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was in poor condition. Damaged enclosure, broken front cover and tank cover. Filled tank with water, attached temp check, plugged in line cord, and turned on power switch. Attempted adjustment to power control board (pcb) but pots were damaged. The root cause of the reported issue was found to be the device was physically damaged. Actions were taken to mitigate the reported issue: replaced the pcb but device was in bad shape and will be scrapped.

Event description:
It was reported that the warmer had a broken pot on the power control board. No patient injury was reported.